Event description:
The patient had reported in 04 that their one touch basic enhanced meter would not power on. This issue was not resolved with troubleshooting. The meter would not turn on when the power button was pressed. The batteries were installed correctly and were last replaced less than one year ago. They did not receive any medical attention or treatment. There is no further clinical information provided. This case is reported as a meter malfunction since the power issue was not resolved.